Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the right side frame weld broke, and that the right side tires spoke is snapped.